Event description:
It was reported that the device wont connect to wireless. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue where the device won¿t connect to wireless was confirmed and replicated during the investigation. The issue is being attributed due to a defective wireless communication board. A review of the error logs showed a total of 28 error codes 600.6825 (cib initialization failed) from (B)(6) 2025 to (B)(6) 2025, four (4) malfunctions were observed on (B)(6) 2025. Laboratory testing observed the suspect pcu displaying error 600.6825 when powered on. After replacing the facility¿s wireless communication board with a known-good part and uploading a known-good network configuration the pcu connected to the network. The bd alaris user manual v12.3.2 has information for the user regarding communication errors. A communication error message means the bd alaris system has lost wireless connection. Operation will continue on all channels, but wireless functionality won¿t be possible. All subsequent infusions must be programmed manually. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace wireless network card. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.